Manufacturer narrative:
Patient birthday estimated from patient age.

Event description:
According to the complaint, the customer suspect that the abl90 flex plus analyzer reported false high results for glucose. The patient was measured twise on the abl90 flex plus analyzer (sn: (B)(6) with results of 836 mg/dl and 831 mg/dl. A comparison test was run on another analyzer with result of 378 mg/dl.

Manufacturer narrative:
A review of the available data (calibration, qc and system activity logs from analyzer service dump and downloaded analyzer data logs) does not reveal any malfunction in the analyzer. The glucose sensor is working as expected and meet the requirements in the automatic quality control management (aqm) that handles system check and check of sensor performance, by automatic test sequences done with each measurement and at other times to make sure that all parts of the analyzer operate within specifications. Based on available data it is not possible to determine errors in the abl90 flex system, either at device or sensor level. To measure glucose too high on a patient sample, a faulty calibration of the sensor or interference of the patient sample needs to be present. A faulty calibration would be visible in calibration data and would also be error marked. Interference of the patient sample cannot be detected in the device and occurs pre-analytical in the event of unwanted sample contamination (from indwelling catheter), sample collection mishap (hemolysis, clotting, insufficient volume), inappropriate collection container, improper storage/handling/transport. In this case, the calibration log data is not showing errors in connection with calibration of the glucose sensor in the time leading up to the deviating patient sample, which means that a sample interference problem is most likely. This interference could originate from, for example, a glucose/electrolyte infusion solution that has not been probably cleaned from a catheter before a patient blood sample is drawn from the same catheter. Based on the conclusion of the investigation, this incident does not meet the definition of a reportable malfunction according to 21 cfr 803.